Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During remote follow-up, noise leading to non-sustained oversensing was observed on the right ventricular (rv) lead. A revision surgery was performed and a fracture was observed on the proximal portion of the lead. The lead was capped and replaced. The patient was stable following the procedure with no adverse consequences.